Event description:
During a cruciate ligament reconstruction and meniscal suture it was reported that t1 and t2 were found to come off after removing it from the packaging. The utilized a back-up device to complete the procedure. There was a 10 minute delay reported and no patient injury or complicated noted. Additional information received indicates that there was no damage noted to the packaging and the device did not come into contact with the patient. The patient was reported as okay post procedure. Evaluation results indicated the product was utilized. The implant had human matter on it and was fully deployed.

Manufacturer narrative:
(B)(6). One curved ultra fast-fix assembly was returned for evaluation. Visual assessment of the device shows the depth straw is cut to the surgeons desired length. Both ts and suture are free from the needle. Examination of the device using a stereo microscope showed what appears to be human matter on the needle, handle and t1. The trigger is fully advanced indicating a complete deployment took place. The reported complaint of pre-deployment of t1 and t2 cannot be confirmed. The lot number provided was not valid. No further investigation is necessary at this time. (B)(4).